Event description:
The customer reported that during opcheck the device displays "therapy failure." There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.